Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm. On approximately on (B)(6) 2024, the patient had been experiencing brief sensor issues between her cgm and tandem insulin pump. The patient was experiencing chest pain, was nauseous, and was ¿having issues walking¿. She called 911 and was brought to the emergency room. At the ER, the patient was diagnosed with diabetic ketoacidosis (dka), and it was reported that the patient was in a ¿diabetic coma¿ for 12 days. The patient was admitted to the intensive care unit (ICU) and was eventually moved to a regular hospital room. The patient was admitted for approximately 1.5-2 months. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.